Event description:
As requested by FDA the following medwatch was sent as a second event on uf (B)(4). A separate medwatch is being completed for mr # (B)(4). On (B)(6) 2013, at 1030 a (B)(6) y/o female pt mr# (B)(4) was undergoing an excision of a left breast mass and the cautery being used the blue cautery button on the disposable suction cautery stuck in the "on" position during the case. No contact with the pt was made. Reference report # (B)(4).